Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap had stripped threads. The returned battery cap was unable to maintain an electrical connection; power loss and reboots were duplicated. The battery cap contact height and width measurements were found to be within specification. Using a test cap, the pump powered on with the display remaining blank. Further testing was not able to be performed due to the unrelated blank display issue. The pump was opened; no damage found to display. When a test display screen was installed, the display functioned properly indicating a failed display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.